Event description:
The physician wanted to use a scuba stent to treat a non tortuous, moderately calcified lesion in the iliac artery. The device was inspected and prepped prior to use with no issues noted. No pressure was applied to the device during the procedure. The lesion had not been pre-dilated prior to the attempted stent deployment. No resistance was encountered when loading the device onto a guide wire, through the guide catheter or when advancing the stent to /across the target lesion. No force was applied when delivery the device through the guide catheter or across the lesion. It was reported that during the procedure the stent dislodged during advancement through the vessel. It was reported that the physician implanted the dislodged stent at the target lesion using the same balloon. No clinical sequelae were reported. Device evaluation the scuba co cr peripheral stent delivery system and stent involved in this event was returned to the manufacturing facility for evaluation. Although reported that the stent had dislodged and was implanted in the patient, the stent was still on the balloon of the returned device but had moved proximally. Marks of the heat setting and crimping were clearly visible on the balloon surface. A visual inspection was performed but no abnormalities were detected on the shaft or other parts.

Manufacturer narrative:
(B)(4). Results: related to operational context (stent possibly moved during advancement/ retraction). Conclusion: operational context controbuted to event ( stent possibly moved during advancement/ retraction).